Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, did the device lock-out (no staples deployed and no cut line started)?, or did the device deliver a cut line but no staple line? If yes, what was done to address this issue?. Were there any patient consequences?.

Event description:
It was reported that during an unknown surgery, the doctor fired the device and stapling failed. The device was changed to a new one and it worked well. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: just for clarification, did the device lock-out (no staples deployed and no cut line started)? Unknown. Or did the device deliver a cut line but no staple line? Unknown. If yes, what was done to address this issue? Were there any patient consequences? Unknown. Is the device being returned? Yes.

Manufacturer narrative:
(B)(4).batch # n54e1d. Device analysis: the analysis found that one pce60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.